Event description:
It was reported that the patient had a "spontaneous resolution" of tremor and the health care provider (hcp) was troubleshooting to determine if it was a therapy issue or not. "Intermittency" was discussed, but it was unclear if it was an issue for the patient. There were open circuits that "just started" showing for the patient. High impedances were reported, but it was not affecting the patient's therapy impedances. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial#: unknown, product type: extension. (B)(4).